Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) stopped displaying waveforms and numerical data on the tiles for some gz transmitters, while others displayed a "telemetry not connected" error message. She confirmed there was no "comm loss" error message displayed. All the tele devices were in hi-q view at the time. She also confirmed that the gz devices were currently connected and working. However, some of them encountered issues connecting back up again and that the gzs had to be restarted to reconnect. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: 2 gz transmitters: model #:gz-130pa. Serial #: (B)(6). Device manufacturer data: 05/17/2022, 06/17/2025. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) stopped displaying waveforms and numerical data on the tiles for some gz transmitters, while others displayed a "telemetry not connected" error message. No patient harm was reported.